Event description:
Boston scientific received information that the cardiac resynchronization therapy defibrillator (crt-d) with right ventricular (rv) lead exhibited low out-of-range (oor) pacing lead impedance of less than 200 ohms along with noise being oversensing and pacing inhibition. Also, an increase in thresholds was reported. The physician requested electrocautery mode off to be programmed until the rv lead issue is addressed. Further, the patient had an existing rv pace/sense lead from previous pacemaker, and the physician plugged that lead into the pace/sense portion of device. Additional information indicates that the cause was undetermined. The crtd remains in service and the rv lead was surgically abandoned. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.